Event description:
It was reported by service report that the foot end cover was broken and it had a jagged edge that could have the potential to cause an injury. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Foot end cover.